Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The analysts noted that the proximal conductor was fractured at 56.3 cm from the connector pin. Concomitant medical products: 5068-45, lead, implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was explanted for an unknown reason, returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.